Event description:
The pt's system was explanted due to infection.

Manufacturer narrative:
The explanted ipg and lead were discarded by the medical facility and will not be returned for eval. A review of the sterilization records for the explanted products was found to be satisfactory. This is the final report.